Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for analysis. Upon reciept, engineering calculations determined this device did not meet expected longevity predictions as described in labeling.